Manufacturer narrative:
(B)(6). Patient¿s weight is not available for reporting. Date of postoperative screw back out is unknown. This report is for one (1) unknown 3.5 mm cortical screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a right tibia fracture on an unknown date with a 4.5 mm lcp proximal tibia plate, 4.5 mm cortex screws (quantity of 5) and 5.0 mm cannulated locking screws (quantity of 3 ) along with a 3.5 mm lcp plate and 3.5 mm cortical screws (quantity of 4). The 4.5 mm tibia plate was noted as broken on an unknown date at the 8th hole from the bottom of the plate. There was no screw implanted at the 8th hole. The 4.5 mm tibia plate broke in half into two pieces. Delayed healing was noted and not a complete non-union as there was some bone formation. Patient underwent revision surgery on (B)(6) 2017 to remove all hardware. Both pieces of the broken 4.5 mm tibia plate were easily removed. All of the 4.5 mm cortex screws and 5.0 mm cannulated locking screws were noted as intact, had no reported issues and were easily removed. It was noted that the 3.5 mm lcp plate was intact and had no reported issues. All of the 3.5 mm cortical screws were intact and had no reported issues with the exception of one 3.5 mm cortical screw that was noted as backing out. The 3.5 mm lcp plate and 3.5 mm cortical screws were easily removed. Infection was noted during hardware removal. One of the residents discovered a pocket of puss closer to the proximal, medial aspect of the tibia. It is believed that cultures were taken. Patient was revised to a tibial nail. Routine x-rays standard for the procedure were taken intra-operatively. All hardware was easily removed without additional intervention. There was no surgical delay and the procedure was completed successfully. Patient was reported as stable. The hospital discarded the explanted hardware. The sales consultant will confirm with the hospital if cultures were taken and will provide results of the culture if available. This report is for one (1) unknown 3.5 mm cortical screw. This is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was unable to be confirmed if cultures were taken or what the results of the cultures were.